Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level due to the reset. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. In addition, it was reported that the customer was experiencing a high blood glucose level that day (405 mg/dl). The customer delivered a bolus to address the elevated bg level. The customer stated they did not have a suspected cause. The customer declined troubleshooting with tandem technical support for the high bg level.